Event description:
It was reported to hill-rom that the head of the bed would not stay up. A hill-rom tech inspected the bed and found that the CPR lever was out of adjustment. The tech adjusted the lever and the bed began to operate properly.